Event description:
Power plus articulating endoscopic linear cutter (psee60a) stapler malfunctioned. The first 5 staple loads were working fine. Then, the stapler was clamped on the lung tissue and would not "fire" it was reversed and was able to be removed from lung tissue without issue. A new stapler was opened to finish case.